Event description:
Philips received a complaint on the v60 ventilator indicating that there was an over-voltage protection (ovp) circuit failure. No patient or user harm reported. The device was reported to be in use at the time of the reported problem. A patient was admitted with a diagnosis of acute upper respiratory tract infection. The patient was placed on the ventilator, and it initially operated normally. However, during a subsequent round by a nurse it was discovered that the device was displaying the ovp circuit failure alarm. The patient's breathing rhythm was observed to be desynchronized with the ventilators air delivery rhythm. This investigation is ongoing.

Manufacturer narrative:
(B)(6).